Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that found the issue determined that the insulation on the coiled cable was damaged, but the cause of the damage was not clear. In addition, the customer had applied a temporary repair. To resolve the issue, the stm replaced the coiled cable and completed the scheduled pm with functional testing and safety checks passed within factory specifications. The iabp was then returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while the getinge service territory manager (stm) was performing a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), it was observed that the coiled cable was damaged. There was no patient involvement and no adverse event was reported.